Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a follow-up one month post-implant, this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. A revision procedure was performed the following month, where the physician found the df-1 setscrew to be stuck. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the v-tip, df-, and df+ seal plugs were missing. The v-ring seal plug was intact. All setscrews were in the up position. The v-tip, v-ring, and df+ setscrews moved freely. A broken wrench tip was noted in the df- setscrew hex slot. High power visual inspection noted the v-tip, df-, and df+ retainer rings were all bent upwards. Manual shock impedance testing was performed and normal impedance measurements were observed. The cause of the out-of-range impedances was most likely due to a loose setscrew. The damage to the setscrews and retainer rings was induced during the revision procedure by the use of an incorrect hex wrench.

Event description:
--